Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a primary alarm failure occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A philips authorized service provider (asp) went onsite and confirmed the reported issue via occurrence of the error codes in the event log. The philips asp replaced the speaker assembly and power management (pm) printed circuit board assembly (pcba) and verified that the reported issue was resolved. The device passed required performance verification tests by philips standards and was returned to service.